Event description:
It was reported by the rep the device was used during a lung resection. It was reported that tlc75 was originally loaded with green trt75 reload. Then the tlc75 was placed on lung and didn't fire. A new stapler was opened to complete lung wedge resection. There was no consequence to the pt.